Manufacturer narrative:
Integra has completed their internal investigation on 3may2016. The additional investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: two, 2.0mm memofix drills, p/n ms2620, were examined on receipt by qa; one was found to have a broken tip. This instrument is not marked with a lot code therefore a DHR review cannot be conducted. These instruments are not inspected by integra so no dhrs are available for review. A review of complaint records for the last five years found no other complaints for the same issue. To determine the trend for this type of complaint, the number of estimated surgeries over the lifetime of the product is utilized to calculate the complaint rate. Approximately 10,200 memofix staple surgeries will be conducted over the product lifetime. Complaint rate: (B)(4). Conclusion: both drill bits show indications of rotational stress followed by fracture, this was rapid in nature and not caused by wear over time. The complaint is confirmed but a definitive cause cannot be established. Possible root cause of the fractures excessive force placed on the drill bit. Patient with very hard bones. The exact root cause is unknown, but a product development engineer made the observation that these instruments do not appear to be heat treated. Heat treatment is a standard industry process to improve stainless steel hardness: the device drawing has no stated requirement for this treatment.

Event description:
It was reported the tip of the device snapped off inside the patient. "The 1st hole was fine. The 2nd hole is where the drill broke." It was reported no patient injury is alleged. No revision or medical intervention was required. There was a surgical delay of 10 minutes. It was later reported the tip of the drill was left in the patient.